Manufacturer narrative:
A ge service representative performed an on site investigation. The main dc power supply was replaced and all voltages set to nominal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 cardiac was shutting down and reinitializing itself without notice during a procedure. There was no adverse patient involvement reported. There was no patient information reported.